Event description:
Patient had left index tha in (B)(6) 2021. Patient presents with recurrent instability. Undergoes revision on (B)(6) 2021. Findings: instability and heterotopic ossification. Only head, and liner are exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event; an event regarding dislocation, instability and patient factors (heterotopic ossification) was reported. The event of patient factors was confirmed. Dislocation and instability was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement due to recurrent instability approximately three months following the primary surgery. I can confirm that the revision took place since I was able to review an operation report that described the instability and the change of components. I cannot confirm actual dislocation since I have no corroborating evidence such as office notes or x-rays with the hip dislocated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of recurrent dislocation at approximately three months after the index operation are almost always surgical technique related but could be impacted by patient compliance and other factors. In this case the surgeon reports a 1 inch in diameter heterotopic bone formation as the cause of the dislocation. In my experience that would be unlikely. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement due to recurrent instability approximately three months following the primary surgery. I can confirm that the revision took place since I was able to review an operation report that described the instability and the change of components. I cannot confirm actual dislocation since I have no corroborating evidence such as office notes or x-rays with the hip dislocated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of recurrent dislocation at approximately three months after the index operation are almost always surgical technique related but could be impacted by patient compliance and other factors. In this case the surgeon reports a 1 inch in diameter heterotopic bone formation as the cause of the dislocation. In my experience that would be unlikely. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had left index tha in (B)(6), 2021. Patient presents with recurrent instability. Undergoes revision on (B)(6), 2021. Findings: instability and heterotopic ossification. Only head, and liner are exchanged.